Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. The review identified that the patient visited their clinic reporting right knee pain and subsequently underwent a revision being the conversion of right pka to right tka later in the same month. Radiographs were provided and reviewed by a radiologist. The review identified that medial unicompartmental arthroplasty is present. Radiolucency is noted along both implants and there is malalignment with tibial implant subsidence laterally and resulting varus alignment of the knee and implants. There is no acute fracture. Bone quality is osteopenic. The loose and subsided implants with varus malalignment would result in pain and require revision. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item#: 154719, oxf uni tib tray sza rm, lot#: 206770. Item#: 161468, oxf twin-peg cmntd fem sm PMA, lot#: 700650. Item#: 506298, oxf sawblade stryker cmntd 3pk, lot#: 329253. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Initial right partial knee arthroplasty performed. Subsequently, 5 years and 9 months post implantation the patient was converted to a right total knee arthroplasty due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.